Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the snare would not come out of the catheter. It was suspected that this issue occurred because the snare wire was too short or the sheath was too long. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good this event has been deemed reportable based on the investigation results: flare detached.

Manufacturer narrative:
The patient's age is unknown; however the patient was over 18 years of age. Reported event: catheter detached. Visual evaluation of the returned device found that the catheter was kinked. The flare was detached from the catheter and the catheter has marks from the flaring process preformed during manufacturing. Functional evaluation could not be performed due to the condition of the returned device. The complaint was confirmed; the snare loop would not extend. Examination of the returned device revealed an unreported device malfunction, the flare had detached. This would prevent device actuation. However, review and analysis of all available information failed to indicate a root cause or probable root cause for this event. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.